Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial numbers were unavailable. The gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aortic in patients who have appropriate anatomy, including a minimum 2 cm non-aneurysmal aorta proximal and distal to the aneurysm.

Event description:
Approximately five years ago (exact date unknown), this patient was treated for thoracic aortic aneurysm repair with an elephant trunk technique and a gore tag thoracic endoprosthesis. On (B) (6) 2010, a follow-up computed tomography demonstrated the gore tag thoracic endoprosthesis had migrated distally approximately 1-2cm resulting in a proximal type I endoleak above the tag device. On (B) (6) 2010, a reintervention occurred whereby another gore tag thoracic endoprosthesis was placed proximally. Final angiography demonstrated a very small proximal type I endoleak. The patient tolerated the procedure and is doing fine. The physician will continue to monitor the endoleak with a wait and watch approach.